Manufacturer narrative:
A specific root cause was not identified. Since calibration and quality controls were acceptable, a general reagent issue can most likely be excluded. When comparing values from assays generated from different manufacturers, there are various factors to consider. Mathematical differences between different manufacturers may be due to the different antibodies used, the different set up of each assay and the differences in standardization methods which is particularly important for ft3 and ft4 assays since no universal standardization material is available. Different manufacturers may also use different calculations for determining the normal reference range of their respective assay. Reference ranges may also vary depending on a patient's age, gender, pregnancy and other physiological conditions. All of these factors should be taken into account when interpreting comparison data between 2 different types of analyzers from different manufacturers.

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
The customer switched from the abbott method to the roche method and is questioning higher patient results for elecsys tsh assay (tsh), elecsys ft3 iii (ft3 iii) and elecsys ft4 ii assay (ft4 ii) on two cobas 6000 e 601 modules. Based on the data provided for 3 patient samples, ft3 iii and ft4 ii results were erroneous when compared to the abbott architect method. The erroneous results were not reported outside of the laboratory. This medwatch will cover ft4 ii. Refer to medwatch with (B)(6) for information on the ft3 iii erroneous results. Refer to attached data for patient results. No adverse event occurred. The e601 module serial numbers were not provided. The field service engineer (fse) visited the customer site and no system issues were identified.